Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a percutaneous coronary transluminal interventional procedure. Reportedly, when the physician attempted to insert the perclose proglide on the guide wire, the port seemed to be occluded. A second proglide device was inserted with the same guide wire. The second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to backload the device over the guide wire could not be confirmed. During the device analysis, the exit port was inspected and there were no obstructive materials detected which could occlude the port as reported. The guide wire patency test was performed via a proxy guide wire and the results met the manufacturing criteria. The proxy guide wire was successfully inserted through both ends of the sheath. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to backload the device over the guide wire incidents reported for this lot.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.